Event description:
It was reported that the patient is experiencing discomfort at the lead extension site. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead extension caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: extension, 30cm, model: 3383, UDI: (B)(4), batch: 5887995.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the devices were buried deeper to address the pain at the site of extensions.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.